Event description:
Vidacare g3 ez-io power driver activated while in the protective case with the trigger guard in place. No person activated the device; the device activated anomalously and ran until it generated sufficient heat to melt the device and render it unusable. The ez-io power driver damage was detected during a routine inspection and did not compromise any pt care.